Event description:
Add'l info received from MFR 7/18/02: visual examination did show a manufacturing condition identified internally as a "jammed stopper". The condition is sometimes attributed to misalignment between the plunger/stopper assembly and the syringe barrel, which results in the stopper being pinched between the plunger tip and barrel i.d and leakage will occur. This condition renders the device unusable. The manufacturing facility has been advised of this report. All product incident reports are logged into a database that is reviewed regularly for possible emerging trends, which will identify any corrective actions warranted to provide continuous improvement.

Event description:
On bd syringes - 60ml - 309653, 10ml - 309604, the rubber (black) portion of the plunger separates from the rest of the plunger.